Event description:
It was reported that a spectrum pump alarmed close door. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. During functional testing ,"close door error" was not reproduced . A review of the event history revealed as "shut door - power off.". A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be upper hook switch. The upper auxiliary requires replacement to address this issue .should additional relevant information become available, a supplemental report will be submitted.